Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Reportedly, a 32 mm annuloplasty ring was explanted after an implant duration of 5.00 months due to unknown reasons.

Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the customer, it was learned that the physio ii (B)(4) was implanted on (B)(6) 2011. Tricuspid annuloplasty (tap) with an (B)(4) (see report for s/n: (B)(4)) was implanted during the same operation. The device was explanted and replaced with perimount plus (B)(4). Also, the (B)(4) tricuspid ring was explanted and replaced with (B)(4) at the same time. No further details were provided. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace it with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the ring was explanted and replaced with a valve. There was no allegation of a product malfunction and it is thought that this explant was due to an unsuccessful ring repair. However, the hospital did not provide any additional information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 32 mm annuloplasty ring was explanted after an implant duration of 5.00 months due to mitral regurgitation (mr). The customer reported that physio ii (B)(4) was implanted for mitral valvuloplasty (mvp) on (B)(6) 2011 since the patient's left ventricular end-diastolic diameter (dimension) (lvdd) was 77mm and the patient was dilated cardiomyopathy (dcm). Tricuspid annuloplasty (tap) with a mc3 (B)(4) ((B)(4)) was implanted during the same operation. The device was explanted due to mr and replaced with perimount plus (B)(4). Also, (B)(4) was explanted and replaced with mc3 (B)(4) at the same time. Customer commented that this explant was not device related. Also, customer commented that the lvdd was large as 77mm at the first surgery, but the customer challenged to correct it by mvp. The customer thought mvp was succeeded since early postoperative mr was not observed, however, mitral valve replacement (mvr) should have been performed at the first surgery. Initial information was learned through (B)(6) implant patient registry. The patient's condition was good after the surgery. The device was discarded at the hospital and will not be returned for evaluation. Echo report was not provided.

Manufacturer narrative:
Device was explanted due to regurgitation.